Manufacturer narrative:
Event date: exact date unknown, event occurred few weeks ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was not feeling stimulation due to impedances. The patient was also having issues with charging. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and explanted ipg was discarded by the medical facility.